Manufacturer narrative:
The device was returned for evaluation; the customer allegation was confirmed. Additionally, the evaluation found damage or deformation due to physical stress/the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, lastly the connecting tube is dirty caused by insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing on the evis lucera gastrointestinal videoscope the image was blurry and cannot recognize the object. The procedure was completed using the same device. The tissue glue was from a previous procedure, and the scope not used on any other patient. There were no reports of patient harm associate with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that dirt and foreign matter adhered to the objective lens, causing temporary image blur. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.